Event description:
Device malfunction: vessel locator failed to deploy. Time of malfunction: during the procedure. Symptoms/ae: none. The following event was noted during literature review: it was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the vessel locator did not deploy. It is unknown how hemostasis was achieved. The physician attributed the device failure to the patient characteristics. No additional information is available.

Manufacturer narrative:
Attachment: mcdonald sumaira, et al. Multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device. J endovasc ther2007; 14:498-505.